Event description:
It was reported that there was an issue with the on off key on the console. There was no patient involvement. A product analysis was performed on the off switch that was returned. Based on analysis of the emergency button, the off switch was in good physical condition. However, the emergency off switch was found to be broken, therefore, reportability is met based on this finding.

Manufacturer narrative:
Based on the product investigation of the returned key switch and emergency off switch. The visual inspection of the key switch presented in good physician condition. The electrical connections were also reported to be in good condition. The emergency off switch was identified to be broke or damaged. No problem was detected with the key switch; however, the broken emergency off switch could have affected the product performance resulting in the most probable cause of cause traced to component failure. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.